Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date and not prepping the skin with antiseptic solution were ruled out. However, the clinician confirmed the infection was not from the curonix device or near the neurostimulator's incision site. The cause of the infection was from a pervious surgery to remove a tumor. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection due to a pervious surgery to remove a tumor. The provided information does not evidence that the curonix device contributed to the reported issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported pus oozing from previous incision while changing out bandage. The area was cleaned, gauze was placed over it, and taped back down. The patient followed up with their clinician, antibiotics were prescribed, and the lead was explanted on (B)(6) 2024. The infection healed properly and the patient was implanted with a permanent neurostimulator on (B)(6) 2024.